Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00632, 9019871-2012-00633, 9019871-2012-00634, 9019871-2012-00635.

Event description:
It was reported that during a shoulder stabilization, the speedstitch suture cartridge would not lock into speedstitch suturing device. Consequently, the cartridge fell into the surgical site, the end of the cartridge protruded outside the cannula, and the physician was able to remove the cartridge without injury to the patient. This happened with a total of three speedstitch suture cartridges (same lots). The procedure was ultimately completed with a speedstitch suture cartridge from a different lot. No patient complications were reported as a result of this event.